Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed that the tripod rollers were damaged. However, these rollers are not part of the flogard device. The reported condition of missing pole clamp could not be verified. The device was found to be within specifications, so no repairs were required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had the pole clamp missing. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.